Manufacturer narrative:
Date of event was not specified; therefore the event date was estimated as (B)(6) 2017. The referenced report of gastrointestinal bleed in (B)(6) 2017 is covered under medwatch MFR report #2916596-2018-02429. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 1 year. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced an on-going issue of gi bleeding. The patient was hospitalized in (B)(6) and (B)(6) 2017 status post multiple endoscopy for arteriovenous malformation and interventional radiology embolization of jejunal artery branch. The patient was placed on thalidomide. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the lvad was not available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch MFR report #1 was submitted inadvertently without method/result/conclusion codes.